Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. Date of event was approximated to (B)(6) 2019, the date the complaint was first reported to bsc, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system was implanted during a mid-urethral sling procedure. According to the complainant, after the procedure, the patient experienced difficulty voiding when at the post-anesthesia care unit. Subsequently, the physician has scheduled a follow-up check-up with the patient to determine if surgical intervention is needed. While waiting for the follow-up check-up, the patient has been performing self-catheterization in the meantime. The patient's current condition was reported to be stable. Should additional information become available, a supplemental report will be filed.